Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient's catheter was removed. On an unreported date, dianeal therapy was discontinued and the patient was switched to hemodialysis. Additional treatment was not reported. On an unreported date, the peritonitis was resolved and the patient was recovered. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). This report was received from a consumer via the baxter patient support program. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.